Event description:
It was reported that during a da vinci-assisted ureterectomy surgical procedure, the prograsp forceps instrument was twisted and could not be removed from the trocar. The site had to break the instrument to remove it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter could not confirm the collision between instruments because the surgeon could not give an answer. The trocar was pulled out of the patient with the prograsp forceps using the instrument release kit (irk). There was no impact on the patient. They put on a new trocar and used a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis showed the instrument main tube was broken. Small pieces of the main tube exterior may be missing and were not returned with the instrument. The housing was removed from the back end and no damage was observed. Additionally, the instrument was found to have the metal proximal clevis broken. The broken piece was not missing. The entire distal tip was broken off of the main tube and was returned with the instrument. The point of breakage was at the proximal clevis. This type of failure is most commonly caused by mishandling, such as excess force applied to the distal end of the instrument.